Event description:
Clinical randomized study. During a coronary artery drug eluting stenting treatment procedure. Stent/strut damage occurred. The index procedure treated five lesion with six taxus stents placed. It is unk what lesion was being treated at time of this event. The physician was trying to place a taxus express2 8.8% 2.25x20 mm drug eluting stent. The stent would not cross the lesion and upon withdrawal of the device from the pt, stent damage to the proximal or distal struts was observed. No pt complications were reported and the pt was discharged from the hosital two days post index procedure. The pt's medications at discharge included beta blockers, ace inhibitors, asa, theinpyradine antiplatlet, and satin.